Event description:
It was reported that a patient underwent a right open reduction internal fixation distal radius fracture procedure on (B)(6) 2013 and topical skin adhesive was used. The patient experienced puss, redness, superficial wound dehiscence, cellulitis and inflammation. The patient was prescribed antibiotics and hibiclens. There was no change since (B)(6) 2013. The patient was to be seen on (B)(6) 2013 for evaluation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.